Manufacturer narrative:
The investigation replicated the customer's observation 06/09/2015. The investigation concluded on 06/16/2015 and was unable to determine whether the result is related to the specific dna sample or reflective or incorrect labeling on the reactivity for the allele.

Event description:
This report is related to customer complaint (B)(4) made against allset gold a high res ssp (sku 54010d, lot 012 1608823), since this lot contains the same affected primer mix. The customer reported that the reactivity for lane 86 was negative for the a 03:20 alele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping a a 03:20 allele as an a 03:01 allele.